Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new freestyle libre 3 plus sensor with the ilet and observed a prompt to connect the cgm or enter a blood glucose value, followed by a pairing failed alert shortly after sensor insertion; the user rescanned and confirmed the sensor had been started and was advised that an hour-long warm-up was required, after which the user planned to wait for pairing to complete. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education related to cgm pairing and warm-up procedures. Investigation of this case revealed a temporary cgm pairing failure with the freestyle libre 3 plus that resolved with standard guidance, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a known pairing and warm-up behavior consistent with normal system operation.